Event description:
It was reported that an unspecified malfunction/issue occurred. The date of the event is an approximation. The customer account support specialist that the patient mentioned she had been hospitalized. The call was disconnected by the patient, and follow-up attempts to obtain additional details regarding the event were documented as unsuccessful. No additional event details have been documented at this time. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information was received on 11/04/2025. Data was further reviewed. Data investigation could not confirm an unspecified malfunction/issue occurred between when the session started for txid: (B)(6) on (B)(6) 2025, 8:46 pm up to (B)(6) 2025. The alert/notifications functioned as intended on the app (high alert is disabled, low alert is set to 70 mg/dl, rise/fall alerts are disabled). Data is not available for the receiver. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem, correction/additional information. G3: date received by mfg, additional information. G6: type of report, updated/follow-up. H2: type of follow up, correction/additional information. H6 codes: type of investigation, additional information. H6 codes: investigation findings, additional information. H6 codes: investigation conclusion, additional information. H10: corrected data.